Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was hospitalized and treated with hydration. The user reported experiencing symptoms including vomiting and vertigo. According to the user, blood glucose (bg) levels were fluctuating in the days leading up to the event and were out of range for approximately eight hours. The user indicated that the ilet system alerted for out-of-range bg. Emergency medical services were contacted. The user was discharged from the hospital the same day.